Event description:
It was reported that the user experienced fluctuating blood glucose levels, including a low that progressed to a high, and self-administered glucagon after which glucose rose, while they were seeking assistance to factory reset and set up the ilet and pair a dexcom g7 sensor. Symptoms included hyperglycemia over 300 mg/dl during the week and hypoglycemia below 50 mg/dl for about 20 minutes, without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included transient hyperglycemia and hypoglycemia that were self-managed without medical intervention or hospitalization. Investigation included customer support guidance, verification with a trainer that a factory reset was appropriate, and walkthrough of device setup and sensor pairing. Investigation of this case revealed user-related factors including schedule disruption and self-treatment choices consistent with potential overtreatment of hypoglycemia contributing to rebound hyperglycemia; no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and self-management decisions rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.